Event description:
The cause of the pump stop was unknown and the patient was asymptomatic. It was noted that the patient had significant left ventricular recovery with an ejection fraction of 35%.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a pump stoppage seen on the history screen. The event was unable to be seen in the event log file. A review of the log files did not reveal any pump stop events. Log files did reveal multiple low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop event could not be confirmed through this investigation. The controller event log file contained events on 16aug2024 spanning approximately 11.5 hours. The pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. B) and patient handbook (rev. D) contain information that covers all visual/audio alarms and what action(s) should be performed when they occur. The patient handbook also includes a section on handling emergencies (which includes pump stops). No further information was provided. The manufacturer is closing the file on this event.